Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter and a stopcock. There was blood in the lumen, with the balloon loosely folded. The balloon, tip, proximal bond, hypotube, inner shaft and outer shaft were microscopically inspected. The inner diameter (ID) of the wire lumen was measured at the distal end with a calibrated pin gauge set and is within specification. Inspection revealed a kink in the hypotube 50 cm from the strain relief. Functional testing was carried out with a kinetix .014¿ guide wire. The wire was loaded into the tip and advanced, then stopped advancing 15cm into the lumen. Microscopic inspection revealed a small clot. The device was then soaked in a water bath. After soaking (removal of blood clot), the wire was loaded into the tip and the wire advanced smoothly through the lumen and exited through the port/exit notch of the device without any issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported wire difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, a non-bsc guide wire became stuck in the guidewire lumen. The procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, a non-bsc guide wire became stuck in the guidewire lumen. The procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.